Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the infusion of 4104mg fluorouracil in 250ml normal saline completed in 31 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 4, 2013 to september 5, 2013. Evaluation summary: the device was returned for evaluation with a label indicating it was used with fluorouracil and the diluent normal saline. A visual inspection was performed and found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, though the exact conditions experienced during the reported event could not be replicated as they were not reported. The flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.